Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual and microscopic examination of the returned device found the proximal shaft of the catheter was kinked.. Functional testing could not be performed due o the anomalies found on the catheter. The reported issue is covered in the device directions for use. The risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was not confirmed based on the information provided and investigation, the exact cause for the reported event cannot be determined, therefore a cause of not confirmed will be assigned to the investigation. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the subject device proximal shaft was broken during the thrombectomy. Procedure there were no clinical consequences to the patient as a result of this event.

Event description:
It was reported that the subject device proximal shaft was broken during the thrombectomy. Procedure there were no clinical consequences to the patient as a result of this event.